Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Device passed the delivery accuracy test at 0.08710 inches. No device deficiency anomaly or over delivery anomaly noted during test. Insulin pump received with broken reservoir tube lip. The p-cap locks into the reservoir compartment properly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level and customer also state that alleging possible pump over delivery. Customer's blood glucose value was 47 mg/dl at the time of the incident and current blood glucose is 90 mg/dl. The customer was treated with food. Customer state that drive support cap appears normal. The customer did not provide details regarding symptoms and treatment of their low blood glucose. Insulin pump will be returned for analysis.